Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement. The pump failed the sleep current measurement and hardware low level failures alarmed during self test. Hardware low level failures alarm confirmed in the pump history (variableinfo=3) due to broken trace at pin1, u1 keypad assembly.

Event description:
Customer reported via phone call hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was 6.4 mmol/l. Troubleshooting for the hardware low level failure alarm was performed. Customer advised the insulin pump had multiple issues. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.